Event description:
During preparation of the balloon, the nurse wanted to aspirate the air in the balloon lumen and noticed, that there was a leak in the system. The nurse couldn't determine if the leak was in the balloon or in the hub and decided to take a new balloon.

Manufacturer narrative:
The exterior and interior packaging were undamaged and the product was new. Once the package was opened, the product was inspected and found undamaged. No issues were noted during removal from the package. After removal from the package, and during prep, the syringe was correctly tightened on the hub of the pta hub twice, because the nurse initially thought that she didn't tighten the syringe good enough. But she could aspirate air even after the second time, when she was sure that the syringe was tightened correctly. The same syringe was utilized to prep the next balloon without any issues. The pta balloon was not inflated. The product was not exposed to any sharp objects or abrasive material. The pt was a female, the weight was unk. The pt's medical history was not avail because the hospital is not willing to give more data, and because the catheter was never in contact with the pt. Prior to shipping, visual inspection did not revealed any other issues. Add'l info will be submitted within 30 days.